Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2016 with the following findings: investigation revealed a crack in the battery compartment. Unrelated to the original complaint, the pump powered on to a dim and discolored display.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/06/2016 with the following findings: investigation revealed a crack in the battery compartment. Unrelated to the original complaint, the display was dim and discolored.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.